Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. Factors outside the scope of nxstage therapy can impact the patient's weight. These include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 11 jul 2024 from a health system professional of a 54 year old male patient with a medical history including cardiac comorbidities and end stage renal disease, stating that the patient did not feel well and had developed fluid overload & hypertension (192/96 mmhg) with shortness of breath and peripheral swelling. He was admitted to hospital on (B)(6) 2024 with a diagnosis of chest pain. Additional information was received on 16 jul 2024 from the health system professional stating the patient received dialysis therapy in hospital and was discharged (B)(6) 2024, resuming treatment with the nxstage system.